Event description:
The etiology of deafness was mondini's malformation. This pt developed h. Influenza meningitis 9 months after implantation. The patient was hospitalized, treated, and fully recovered.